Event description:
Patient taken into operatin room for left thoracoscopy/left upper lobectomy/mediastinal lymph node dissection/possible thoracotomy. Patient placed on vac pack and gamma pad, set at standard temperature of 38 degrees, with sheet in between, at approx 10:35 am. Surgery started at 11:20 am, and finished at 15:38 pm. At finish time, it was noted that patient had experienced first degree burns on left hip/thigh area and second degree burn on right arm. Anesthesiologist ordered silvadene to be applied. Sites appear improved today. This was standard equipment used routinely; physicians are considering a skin sensitivity rather than equipment malfunction or user error. Dates of use: 2008. Diagnosis or reason for use: keep patient warm in operating room.